Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 2523190-2018-00030, 2523190-2018-00033.

Event description:
This is 3 of 3 complaints. It was reported to integra lifesciences that a n18bs10 buzz nonstick length 16.8cm (6.61) tip size was used during a radical neck case. The device was noted to be sparkling during the procedure. There was no patient injury reported. Additional information indicated that it took them a few minutes to change the instrument and proceed with the surgery. No patient complications were noted.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification.